Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. The customer blood glucose value displayed as "high". Customer addressed blood glucose with a correction bolus via the pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.